Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. No excessive no delivery alarms could be tested due to the motor error alarm. The insulin pump had minor scratches on the display window, a cracked caes at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that they had excessive no delivery alarms during bolus deliveries. The customer also reported the alarm persisted after troubleshooting. Customer's blood glucose was 255 mg/dl. Customer agreed to return the insulin pump for analysis.